Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device remains implanted. Left side.

Event description:
Healthcare professional reported left side "a left side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: opening curved on anterior, creases fold, wear abrasion and opening crack. Leak test and microscopic analysis was performed which identified: opening crack of the valve, sharp opening on valve bond edge and white particles inner device based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.